Manufacturer narrative:
Medtronic received the following information from a journal article entitled; malnutrition diagnosed by controlling nutrition status is a negative predictor of life prognosis in aortic arch aneurysm patients treated with thoracic endovascular aneurysm repair. Inoue k, matsumot t, yamashita s, yoshiga r, yoshiya k, matsubara y, matsuda d, morisaki k, furuyama t, mori m. Vascular 2020, vol. 28(1) 31¿41 doi: 10.1177/1708538119869458. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in the endovascular treatment of thoracic aortic arch aneurysms. The following malfunctions were observed; type ia endoleak, type ic endoleak, type ii endoleak, type v endoleak. The following serious injuries were observed; rupture, infection, occlusion, aneurysm enlargement, thrombosis, cerebral infraction, pseudoaneurysm, dissection. Patient deaths were also reported but there is no causal link that the valiant stent grafts caused or contributed to these deaths.